Event description:
On (B)(6) 2022, medical equipment provider (B)(6), notified performance health that a customer's nurse aid was shocked while operating a metron tilt table. The nurse's aid stated she received a shock when touching the power cord next to the motor that affected her middle and ring finger, causing a temporary numbing/tingling sensation and a blister. The nurse's aid stated she did not take any over-the-counter pain medications for the blister and did not seek any medical attention. No pictures of the nurse's aid's hand were provided. The nurse stated she thought the incident happened around (B)(6) 2022 but was not sure of the exact date and stated the table is no longer in use.

Manufacturer narrative:
Photos of the affected motor and power cord indicate excessive force was applied to the power cord resulting in the wires being pulled out of the motor housing. The table involved in the reported event was manufactured on february 19, 2015, and this is the only known event related to electrical shock with any electrically powered metron table in over 20 years of production. Manufacturing and distribution of all electrically powered metron tables ceased in (B)(6) 2020. As the result of the age of the table, a new table is being procured from a different manufacturer, and (B)(6) stated the table was taken out of service.